Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered an inappropriate therapy for atrial fibrillation with rapid ventricular response (af w/rvr) which the device detected as a ventricular fibrillation (vf) event. It was noted that an atrial tachycardia/atrial fibrillation (at/af) event was in progress at the time of the treated episodes. The device remains in use. No further patient com plications have been reported as a result of this event.